Event description:
This case was reported by a consumer and described the occurrence of choking in a (B)(6) female pt who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips over a period of 1 days for denture adhesion. A physician or other health care professional has not verified this report. On (B)(6) 2009, the pt started polyethylene oxide + sodium carboxymethylcellulose. On (B)(6) 2009, the pt was drinking hot coffee and the polyethylene oxide + sodium carboxymethylcellulose strip came loose (product complaint). The pt swallowed the strip, causing the pt to choke and cough. This case was assessed as medically serious by (B)(4). Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were resolved. The manufacturer's report number for this case is 3004699328-2009-0004. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).